Event description:
The customer reported that he was hospitalized after experiencing pain, skin irritation and infection at the insertion site. The customer's blood glucose reading was 147 mg/dl at the time of the event. Found that the customer had been recently using expired sensors. Advised the customer that expired sensors should not be used, and that expired sensors cannot be replaced. The customer was dissatisfied, and ended the call. The customer was called several times for more information regarding the hospitalization, but the customer did not want to discuss it further.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.